Manufacturer narrative:
It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported thrombus on the device occurred. A left atrial appendage (laa) closure procedure was performed a little over a year ago. A watchman ® access system (was) and watchman ® laa closure device & delivery system (wds) were used. The closure device was deployed and released. The case was completed successfully. At the 45 day follow up, there was no thrombus or jets noted, so the patient was not brought back for the six month follow up. At the patient's one year follow up, imaging showed a thrombus on the closure device. The patient is currently fine and is back on coumadin until the thrombus is resolved.